Event description:
It was reported that the customer passed while wearing the insulin pump. It was stated that the last blood glucose recorded in the blood glucose meter was unknown. It was stated that the customer did not feel well and was throwing up. The father found him in the hall way unresponsive. The father started giving cardiopulmonary resuscitation until the paramedics arrived. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.